Event description:
Surgeon was utilizing an endo stitch device with v-loc absorbable 9 mm straight needle stitch for a scheduled laparoscopic hysterectomy. Upon attempting the last stitch needed through the uterine tissue, the needle did not appear to go through the tissue properly and the surgeon attempted again. Upon deploying the device a second time with what appeared to be apparent success, the needle was discovered to have broken off, with only a portion of it remaining on the suturing device. The remaining portion of the broken needle was not able to be located in the pelvis laparoscopically. A post op x-ray was performed in the or and read in radiology. Findings were reported back that there was a 5 mm foreign object located in the left pelvic region and the identity of the object would need to be correlated to the event. Surgeon declined to attempt to retrieve due to strong improbability of being able to locate it physically.